Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate. At an unspecified time, line a of the device was programmed to deliver normal saline, at a rate of 20ml/hr, with a 20ml vtbi (volume to be infused), and the delivery was started. At an unspecified time, line b was programmed in the multistep mode, to deliver an unspecified volume of backed red blood cells. Step 1 was programmed to deliver at a rate of 50ml/hr, with a duration of 15 minutes, step 2 was programmed to deliver at a rate of 175ml/hr, with a duration of 30 minutes, and step 3 was programmed to deliver at a rate of 200ml/hr, with a 300ml vtbi, and delivery was started. It was reported that during step 3, the nurse noted the delivery on line b was "slower" than expected and found line b was delivering at a rate of 20ml/hr, instead of the expected 200ml/hr. The nurse reprogrammed the device to deliver at a rate of 200ml/hr and the delivery was restarted. After an unspecified length of time, the nurse noted line b was again delivering at a rate of 20ml/hr. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No delay of therapy critical to this patient. No medical interventions were required. During testing that the user facility, the device passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received on (B)(6) 2012. The device passed testing for delivery accuracy. During testing the pump delivered a measured volume of 20.4ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). The device maintained the programmed rate throughout the testing procedures. Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the device history indicates that on (B)(6) 2011 at 0836, line a was programmed to deliver at a rate of 20ml/hr, with a vtbi (volume to be infused) of 100ml, for a duration of 5 hours, and delivery was started. Within the same minute, line a was reprogrammed to deliver at a rate of 200 ml/hr, for a duration of 30 minutes, and delivery was started. At 0837, delivery on line a was stopped and the settings were cleared. Line a of the device was reprogrammed to deliver at a rate of 20ml/hr with a vtbi of 100ml for a duration of 5 hours and delivery was started. At 0846, line b was programmed in the piggyback mode using multistep therapy, with step 1 programmed to deliver at a rate of 200ml/hr for a duration of 2 minutes and vtbi of 6.7ml, step 2 at a rate of 50ml/hr for a duration of 13 minutes, and vtbi of 10.8ml, step 3 at a rate of 175ml/hr with a duration of 30 minutes and vtbi of 87.5ml, and step 4 at a rate of 20ml/hr with a duration of 2 hours and vtbi of 40ml. The device indicated the programming was outside the soft limits for steps 1, 3 and 4. The yes option was chosen to override the limits for all 3 steps, and delivery was started. At 0848, step 1 completed. At 0901, step 2 completed. At 0930, step 3 completed. At 0956, step 4 was reprogrammed to deliver at a rate of 200ml/hr with a vtbi of 31.5ml with a duration of 9 minutes, and delivery was started. At 0959, the device alarmed n101 (no action alarm). The delivery on line b was stopped with a volume infused of 123.8ml. Step 4 was reprogrammed to deliver at a rate of 200ml/hr with a vtbi of 21.2ml with a duration of 6 minutes, and delivery was started. At 1006, step 4 completed. At 1133, the settings on line b were cleared with a volume infused of 145ml. Line b was reprogrammed to deliver in piggyback mode, at a rate of 250ml/hr, with a vtbi of 100ml, for a duration of 24 minutes, and delivery was started. At 1157, the delivery was complete. At 1216, the settings were cleared with a volume infused of 100ml. Line b was reprogrammed to deliver at a rate of 250ml/hr with a vtbi of 200ml with a duration of 48 minutes, and delivery was started. At 1238, the deliveries on lines a and b were stopped. At 1240, the pump alarmed for n102 (infuser idle 2 minutes). At 1241, the alarm was silenced and the line was backprimed. At 1243 and 1246, the pump alarmed for n103 (infuser idle 2 minutes). At 1248, the device was turned off. A review of the device history indicates the pump delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel.